Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with low lead impedance on the atrial lead. No resolution was reported and the patient was stable.

Event description:
New information received on may 14, 2019, indicates that the rv lead had loss of capture and was capped and replaced. The patient was stable